Event description:
A zoll pt svc rep (psr) called zoll customer support to report that a (B)(6) male pt was receiving battery faults. The pt received a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. Upon investigation the battery pack was unable to recharge or power up a test monitor. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.